Manufacturer narrative:
Concomitant medical products: item number: 42500607002, item name: femur cposterior stabilized right size 11, lot 62086592. Item number: 42509902525, item name: 2.5 mm female hex screw 25 mm length, lot: 62138315. Item number: 42521401013, item name: articular surface posterior stabilized right, lot: 61983382. Item number: 42540000035, item name: all poly patella cemented 35 mm diameter, lot: 62268831. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty was revised due to tibial loosening approximately 15 months after the initial procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 11 lot#62086592 item#42500607002, 2.5 mm female hex screw 25 mm length lot#62138315 item#42509902525, articular surface fixed bearing posterior stabilized (ps) right 13 mm height lot#61983382 item#42521401013, all poly patella cemented 35 mm diameter lot#62268831 item#42540000035. The reported event is confirmed based on the x-rays provided. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The compatibility check noted no issues. The x-ray review identified that the femoral, tibial and patellar components had standard alignment. The x-rays also showed a paucity of cement at the tibial tray metal-bone interfaces. Review of the (B)(6) 2014 x-ray identified linear radiolucency which is consistent with loosening of the tibial component. No definite migration or subsidence of the implants was noted. Bone at the lateral margin of the tibial tray favors small heterotopic ossification rather than subsidence. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.